Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2007. Subsequently, the patient underwent a pericutaneous open reduction internal fixation procedure on (B)(6) 2007, to repair a minimally displaced medial tibial plateau fracture. No implants were removed or replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.